Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one power port isp MRI implantable port kit with various components including introducer peel-apart sheath and vessel dilator were returned for sample evaluation. Along with return sample one video was provided for review. Visual and functional evaluations were performed. It appeared that t-handle was cracked, and separation was noted. The edges of the peeled t-handle were noted to be jagged. A bend was noted on the dilator shaft, proximal to the luer connector and the distal tip of the vessel dilator was noted to be deformed. An attempt to remove the vessel dilator from the peel-apart sheath was performed and was successful. Fracture and separation were noted in video review. Therefore, the investigation is confirmed for the reported fracture, and material separation and identified deformation and premature separation issues. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during preparation for a port placement procedure in the right side of the chest via the right subclavian vein, the test tightening of the puncture sheath allegedly resulted in a complete fracture of the puncture test sheath port. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, a video was provided for review. The investigation of the reported event is currently underway. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during preparation for a port placement procedure in the right side of the chest via the right subclavian vein, the test tightening of the puncture sheath allegedly resulted in a complete fracture of the puncture test sheath port. The procedure was completed using another device. There was no patient contact.